Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a red, itchy rash beneath the electrodes. The patient stated that the rash started when he began using the lifevest. The patient's physician prescribed him a cortisone ointment. The patient reported that after using the cortisone ointment and ayurvedic gel, the irritation improved. There was no allegation of a device malfunction associated with the reported skin irritation.